Event description:
The customer's parent called and reported that the belt clip for the customer's insulin pump broke and his blood glucose may have been around 400 mg/dl. The customer was asleep. The caller stated she did not have the serial number for the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.